Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with returns. Source: phone.

Event description:
Customer reported one false positive flu a result for one patient. The initial result was flu a positive and upon repeat the same day it was negative. No additional confirmatory testing had been completed. The patient was symptomatic.